Manufacturer narrative:
Updated aware date from 10/25/2019 to 10/24/2019 based on additional information.

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the left anterior descending artery. A 190cm samurai guidewire was selected for use. However, it was noted that the outer layer of the wire detached from the inner core. The procedure was completed and no patient complications nor injuries were reported.

Manufacturer narrative:
Updated aware date from 10/25/2019 to 10/24/2019 based on additional information. Device evaluated by MFR: the device was returned for analysis. The returned device analysis concluded revealed that a pitch elongation (1mm) of one wrap of the coil at about 9mm from the distal tip, the reported event was confirmed.

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the left anterior descending artery. A 190cm samurai guidewire was selected for use. However, it was noted that the outer layer of the wire detached from the inner core. The procedure was completed and no patient complications nor injuries were reported.

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the left anterior descending artery. A 190cm samurai guidewire was selected for use. However, it was noted that the outer layer of the wire detached from the inner core. The procedure was completed and no patient complications nor injuries were reported.